Event description:
Customer received high potassium results during a run of patient samples. Customer repeated over 60 patient samples for ises on another cobas 6000 analyzer and found 25 of the 60 patient samples resulted lower for potassium. Results for 25 patient samples were provided, the following 23 samples were discrepant for potassium. Sample 1, initial 5.42; repeat 3.49 mmol/l. Sample 2, initial 5.88; repeat 4.09 mmol/l. Sample 3, initial 4.69; repeat 2.9 mmol/l. Sample 4, initial 5.77; repeat 4.1 mmol/l. Sample 5, initial 4.84; repeat 3.4 mmol/l. Sample 6, initial 4.46; repeat 3.1 mmol/l. Sample 7, initial 5.18; repeat 3.7 mmol/l. Sample 8, initial 5.3; repeat 3.8 mmol/l. Sample 9, initial 5.08; repeat 3.8 mmol/l. Sample 10, initial 5.12; repeat 3.7 mmol/l. Sample 11, initial 5.08; repeat 3.7 mmol/l. Sample 12, initial 5.62; repeat 4.0 mmol/l. Sample 13, initial 4.93; repeat 3.6 mmol/l. Sample 14, initial 5.59; repeat 3.6 mmol/l. Sample 15, initial 5.84; repeat 4.1 mmol/l. Sample 16, initial 5.07; repeat 3.2 mmol/l. Sample 17, initial 4.27; repeat 3.5 mmol/l. Sample 18, initial 4.83; repeat 4.0 mmol/l. Sample 19, initial 5.71; repeat 4.6 mmol/l. Sample 20, initial 5.08; repeat 3.7 mmol/l. Sample 21, initial 5.41; repeat 4.7 mmol/l. Sample 22, initial 5.46; repeat 4.7 mmol/l. Sample 23, initial 4.32; repeat 3.7 mmol/l. Initial results were reported. No information was provided to determine if patients were adversely affected. Potassium electrode lot number could not be provided and the electrode is not available for further investigation. The customer replaced the potassium electrode and reports no further issues. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that while the ventilator was plugged into a wall outlet on standby, the actual plug that connects to the wall socket caught fire. An extinguisher had to be used to put out the fire and entire floor had to be cleared. (B)(4)

Manufacturer narrative:
Investigation of the event determined the potassium electrode installed on the analyzer at the time the incident occurred was expired. The electrode was installed on (B)(6) 2010. The shelf life time is specified for 2 months or 9000 tests. Replacement of the expired potassium electrode by a new one resolved the problem. The laboratory has not received any information that any of the 22 patients were mistreated or suffers from the treatment caused by incorrect potassium results.